Manufacturer narrative:
Image analysis: one still image received for analysis. The image depicts an nc euphora shelf carton. Labelling information matches that reported in the complaint file. A 43 seconds of a video was provided for analysis. The video depicts an nc euphora balloon held in a gloved hand. Blood is visible on the balloon. Partial inflation and a leak can be observed on the distal shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc euphora balloon catheter to treat a lesion. It was reported that inflation difficulties occurred and after attempted inflation a leak/perforation was discovered right before the balloon. No patient injury was reported.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath and packaging stylette from the device. A concentration of 40/60 contrast/saline was used. It was also confirmed that no difficulties were noted during inflation of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one nc euphora balloon catheter to treat a non tortuous, mildly calcified lesion with 90% stenosis in the proximal circumflex artery (cx). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The device was being used to post-dilate a deployed stent. It was later confirmed that leakage did not occur, it was balloon deflation difficulties which occurred. While attempting to deflate the balloon, the balloon would not deflate. An inflation pressure of 16 atm was applied to the balloon and one inflation had been performed prior to the issues occurring. The device was not moved or repositioned while inflated. Initially the inflation device was changed as it was suspected that it might be the cause, but the problem persisted. Consequently, the balloon was retracted to the guide catheter and an additional wire was introduced to puncture the balloon. After this intervention, it was possible to successfully remove the balloon. The patient is alive with no further injury. Patient age and weight provided. B1 adv event/prod prob h1 type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned to medtronic for evaluation. A kink was evident to hypotube. A burst was evident to the inflation/deflation lumen proximal to balloon. Material was stretched and deformed at the burst site, indicating the material had inflated prior to bursting. Balloon folds were open on device return. It was not possible to perform deflation testing due to the condition of the returned device. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.